Manufacturer narrative:
(B)(4). While in use on a patient there was a blood back event on the cardiosave intra-aortic balloon pump (iabp). The blood back was discovered by a getinge service territory manager (stm) during a preventative maintenance (pm). The getinge stm advised that there was no patient injury reported as a result of this incident. There was no adverse event reported. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
While in use on a patient there was a blood back event on the cardiosave intra-aortic balloon pump (iabp). The blood back was discovered by a getinge service territory manager (stm) during a preventative maintenance (pm). The getinge stm advised that there was no patient injury reported as a result of this incident. There was no adverse event reported.